Manufacturer narrative:
Investigation: the complaint was investigated for an error 31 during tee exam. The transducer was returned, and an investigation was performed. The acquisition 31 error was reproduced during the investigation. The cause of the issue was determined to be a gastro flex thermistor fault due to gastro flex reliability; this is related to design. Improvements to the gastro flex trace were implemented into forward production, since july 2017. The transducer returned from the customer site was manufactured prior to the corrective action. The transducer was replaced on site by service. (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after the patient was sedated, the patient underwent a heart procedure. During the procedure, the transducer generated a usacquisitionhw_31 error. The ultrasound system was rebooted to restore functionality and a new transducer was used to complete the procedure. There was a delay of 10 to 15 minutes while the replacement transducer was retrieved. There was no loss of data and there was no patient adverse event reported. No additional information was provided.